Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that there was oversensing in the ventricular chamber. Also reported was "no regular output at the end of the basic~~~~~